Manufacturer narrative:
Updated section d9. The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the blade's light source was dim.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer dim light " was confirmed, and further defects were detected. In total the following defects were detected: led does not light up. Blade damaged. Adhesive points on camera head worn. Housing damaged. Cover damaged. Plug damaged. Software version is up to date. Leakage at camera head. Processing at temperatures above device specification. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. If new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).